Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone they called ambulance due to low blood glucose on unknown date. Customer¿s blood glucose reading at the time of the incident was 47 mg/dl. Customer was not using the auto mode. Ambulance treated the customer for low blood glucose. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.